Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore a failure analysis was not performed. The minerva controller was returned and tested to the relevant sections of incoming inspection requirements and all testing passed. A device history record (DHR) review was conducted for the reported handpiece and controller lot number. Both the handpiece and the minerva controller were released meeting all qa specifications. The minerva procedure was performed contrary to the minerva IFU: the efficacy of the minerva endometrial ablation system has not been evaluated in patients with a uterine sound measurement greater than 10 cm. If a uterine perforation is suspected and/or confirmed, the procedure should be terminated immediately. Uterine perforation and bowel damage are known complications of endometrial ablation. Complications associated with uterine perforations and bowel injury are addressed in the warning section of minerva endometrial ablation system operator's manual and instructions for use documents. Device was not returned.

Event description:
Minerva procedure was conducted in a patient that initially sounded to 13-cm. Second sounding revealed a total sounding length of 11.5-cm. Cervix was measured to 5-cm. Device was set to 6.5-cm. D&c and hysteroscopy were performed. After proper cervical dilation the device was inserted and deployed in the uterine cavity. Uit was initiated, but failed, indicating a possible uterine perforation. After some "device manipulation" the uit was repeated (number of times unknown) and ultimately passed, which was followed by a 2-minute uninterrupted ablation cycle. The following day the patient reported abdominal and pelvic pain. CT-scan was performed and free fluid was found in the abdominal cavity. The patient underwent laparotomy and a small uterine perforation in the fundal/left area of the uterus was observed, with damage to the rectum and small intestine which was adhered to the uterus. The patient underwent small bowel resection with end-to-end anastomosis and ileostomy. The patient recovered and was discharged.